Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely cause of the reported occlusion could have been due to sealant misdeployed into the arteriotomy. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. The patient did not have a strong pulse before the procedure. Access was obtained on the left groin, below the inferior epigastric artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be >5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sealant was deployed in the patient's left groin, hemostasis was achieved. The patient's pulse was checked with a doppler and noted to be "good." The patient remained in the hospital. The next day the patient complained of cramping in her leg (it is unknown if the left or right leg) and a pulse was not found. An angiogram was performed. Allegedly, peg occluded the patient's artery and the patient was sent to surgery for removal of the sealant. No further information is available at this time.